Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation and tilting. The patient reported becoming aware of perforation of filter struts outside the ivc, fractured filter struts retained within the ivc approximately fourteen years and five months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was pulmonary embolus. The filter was placed via the right femoral vein and deployed at the level of l3. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation and tilting. Per the implant records, the patient was reported to have a diagnosis of pulmonary embolus. The right groin was prepped and draped, and the right femoral vein was accessed using a guidewire. The dilators were then passed, and the trapease filter dilator and carrier were passed under fluoroscopy to the level of l3 and l4. The filter was deployed at the level of l3. The patient returned to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, fractured filter struts retained within the ivc and further experienced anxiety related to the filter.